Manufacturer narrative:
Additional information received: our sales feedbacked the information below: the file involved to ds was broken and not taken out, and it was filled in the canal. The file that was mistakenly swallowed was from another company. The person in charge stated that the patient underwent CT scans and it is unclear whether it was ultimately removed. The patient was not injured. No further treatment required. The broken product has been discarded and will not be returned.

Event description:
In this event it is reported that a k-file m-access 21mm 006 file broke during use. The broken part could not be retrieved and was incorporated into the filling. No further treatment required. No injury to patient. The broken device has been discarded and will not be returned.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Investigation results: DHR summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1751952). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (hand used file - technique no more verifiable to date), overuse (number of uses not communicated), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode.